Manufacturer narrative:
(B) (4).

Event description:
The patient experienced intermittent stimulation; the patient thought the battery might be running out. It was also reported that recently the patient had been unable to feel stimulation changes. When the status lights were checked, all three status lights were on. Additional information has been requested, a follow-up report will be sent if additional information becomes available.